Event description:
Physician reported a patient that experienced chemical colitis after having an endoscopy procedure with a scope that was reprocessed using rapicide high level disinfectant in a medivators cer-1 automated endoscope reprocessor (aer).

Manufacturer narrative:
Physician reported a patient that experienced chemical colitis after having an endoscopy procedure with a scope that was reprocessed using rapicide high level disinfectant in a medivators cer-1 automated endoscope reprocessor (aer). The aer seemed to be functioning properly and the facility requested an inservice on the aer. A medivators field service engineer (fse) went to the facility to check the performance of the aer and it was operating according to specification. Patient condition is unknown at this time. To date, medivators has not been notified of any other chemical colitis cases. This complaint will continue to be monitored through the medivators complaint handling system.